Event description:
It is reported that pt has a little bit of pain in the hip and also has elevated serum cobalt and chrome levels. Pt is being monitored.

Manufacturer narrative:
The MFR did not receive explanted devices or x-rays for review. Where lot numbers were received for the explanted device history records were reviewed and found to be conforming. Based on an extensive investigation of events reported from several user facilities outside the united states, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the MFR's recommendations. As a corrective action, a retraining program for users outside the united states was initiated in (B)(4) 2009 and reported to be the national competent authorities as required. The durom cup reported in this case is not marketed in the united states. A similar cup, compatible with the metasul ldh femoral head, is cleared in the united states and a corrective action for this product was reported to the FDA in (B)(4) 2008 as correction (B)(4). Should add'l info become available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).